Manufacturer narrative:
(B)(6).

Event description:
It was reported that post implant, the implantable cardiac monitor could not be interrogated following exposure to electrocautery. After a product code download, normal device function resumed.